Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 300 mg/dl ¿ 500 mg/dl and 280 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with manual injections. The customer reported that they experienced thirst as a symptom related to high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer reported that the insulin pump was on auto mode at the time of incident. The customer did not allege the insulin pump for under delivery. The customer also reported that the insulin pump had an insulin flow block alarm and they again tried to change the entire set and then the insulin pump did not alarm during fill tubing. The customer was unable to perform troubleshooting at the time of the call. The insulin pump will not be returned for analysis.